Event description:
Nearly went into dka from a medtronic minimed 780g pump error. Luckily, I caught it in time but my blood sugar was critically high and was just starting to spill ketones. My insulin pump is up to date (6.62 version) and it kept throwing up a insulin flow blockage. I had changed my pump site and reservoir over 3 times over 3 days and across my body with no change and it only getting worse each day. Now its not working at all and I am back on shots till I can figure out what I can do about it.